Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reverted to manual injections for bolusing insulin to address the issue, and will continue to use the pump for basal insulin. There was no reported adverse impact. No additional information was provided. Customer declined follow up from tandem technical support.